Event description:
It was reported that the system 9900 displayed "charger error" and was not operational. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the fuse f1 on the power cap circuit board had opened. The fuse was replaced. The system was tested and found to be working as intended and placed back into service.